Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead was undersensing varying r wave signals, had increase capture threshold, as well as post sensed t-wave oversensing. Programming changes were completed to address these issues. Then the lead inappropriately triggered the delivery of shock therapy after incorrectly sensing the atrial signal. A chest x-ray was completed to reveal the lead was dislodged. The right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one-piece measuring 64.2cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.